Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a loss of therapy on (B)(6) 2016. The patient went through the airport security stand up machine and since then was throwing up ever since. The patient threw up in the airplane and was at the emergency room on (B)(6) 2016 for fluid and had been discharged. The patient was concerned something happened to their therapy when they went through the airport security gate and that was causing their symptoms. The patient would contact the health care provider (hcp) on call at their hotel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.